Manufacturer narrative:
B5, h6: additional information. One ventilator was returned for evaluation. Visual inspection found the inspiratory time knob cap is missing. Upon functional testing, device alarm reed will not sound at any any relief pressure above 30 cm h2o, confirming the reported customer complaint. This was due to a faulty alarm reed holder, which was then replaced. The problem source however has been determined to be unknown. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that device was not on a patient when found to be alarming.

Event description:
Information was received that a smiths medical pneupac ventilators babypac has intermittent trip high pressure alarm underneath setting. No adverse effects were reported.